Event description:
A (B)(6) female s/p right total knee replacement surgery (B)(6) 2008. Over the last few years she has had increasing difficulty with episodes of locking in the knee. She has feelings of instability in the knee. She noted decline in ability to flex the knee. Under arthroscopic evaluation (B)(6) 2012 it was found that the central post in the polyethylene liner was sheared off and was loose inside the knee. Pt was awakened from anesthesia and options discussed with pt. Proceeded to an open polyethylene exchange debridement of her knee. Discharge to home on pod 3 in good condition. Component inserted in 2008: lps-flex articular surface prolong highly crosslinked polyethylene size cd 14 mm lot 60476913 edi: (B)(4).